Event description:
During an incident in 2005 involving a pt in cardiac arrest, this unit analyzed a shockable rhythm, charged to shock and then powered off prompting "replace battery, battery low". A second battery was tried with the same results. Als cre arrived and took over pt treatment. The pt was transported to a hosp and was admitted. The crew states the unit was checked prior to their tour.